Event description:
The pt was eating dinner and was acting confused and not like herself. Her husband checked the ins with the pt programmer and the ins was off; the device was turned back on. It was unclear if the magnetic reed switch was enabled at the time of the event. Compatibility info regarding the "rn plus alert program", a pressure sensor pad with a frequency of 902-928 was requested. It was possible that electric motors in a bed were activating the reed switch. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).